Event description:
It was reported that the pt experienced a loss of therapeutic effect and no stimulation following a hernia operation. She was unable to adjust her stimulation. Further info is being requested from the hcp.

Manufacturer narrative:
(B) (4)